Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be detrmined. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Because the batch numer for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 99% stenosed ostial lesion being treated was located in the calcified, tortuous obtuse marginal (om) artery. The physician was unable to deploy the 2.75x12 mm taxus express2 drug eluting stent. While trying to remove the stent, the guide was in the sheath and the stent embolized in the right leg, profunda branch. The stent will not be removed. The physician completed the case by deploying two stents (brand unk) at the lesion location. The patient is on long term coumadin and aspirin. No additional patient complications wre reported. Patient status reported as "ok". Three attemts made to obtain additional information have been unsuccessful.